Event description:
It was reported that the device failed the user test and illuminated a service light. There were fault codes logged in the memory possibly indicating an issue with the device ability to deliver defibrillation therapy. There was no patient involved with the issue.

Manufacturer narrative:
Customer called back and informed that inspection of the flex cable assembly on the therapy pcb found the j16 connection out of place. Reporter reseated the connection, cleared the fault codes and observed proper device operation through functional and performance testing. The device was returned to service.